Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: during investigation, a review of the pump history showed one replace battery alarm on (B)(6) 2013. The battery compartment was found to be intact. There was no evidence of moisture contamination inside battery compartment. The battery cap was able to be fully tightened. A power loss was not observed during testing. The pump was exercised for 24 hours with no power loss or battery related warnings observed. Unrelated to the power issue, the audio bolus button cover was found to be missing; a leak test was performed and showed a leak at the missing bolus button cover. The pump case was removed and evidence of moisture contamination was found throughout the inside of pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly lost power after the patient was swimming. It was noted that the display screen was foggy. The reporter had received a replace battery warning prior to the pump powering off and attempted to power on the pump on with multiple batteries with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.